Manufacturer narrative:
Device evaluation: the ams 700 spherical reservoir was visually inspected and functionally tested. The reservoir has wear at fold; no leak was found in reservoir shell. The krt was worn to filament; leak was found in krt. A hole was present. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8 lb. Activation test. The pump therefore required more than 8 lbs. Of force to activate. Product analysis confirmed the reported events.

Event description:
It was reported that the inflatable penile prosthesis did not work properly, so the patient visited the hospital 2 weeks before the revision surgery. Results of the test indicated there was a crack in the reservoir connection tube. The inflatable penile prosthesis pump and reservoir components were replaced. Following the revision surgery, the patient was stable and the event resolved.